Event description:
Information was received from regulatory body (rb), healthcare provider (hcp) via a manufacturer representative regarding product used for robot-assisted skull traction posterior cervical approach atlantoaxial reduction and internal fixation was performed for treatment of axis fracture. It was reported that after the operation, wound infection occurred on (B)(6) 2024. Debridement, perfusion, flushing and drainage operation was performed on (B)(6) 2024. The cause of infection was due to patient's condition. There was no device malfunction reported and no further complications reported regarding the event. Additional information was received via manufacturer representative that there was no malfunction with reported products and they are not explanted, still remains in patient.

Manufacturer narrative:
G2: country of origin is china. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.